Event description:
It was reported that the patient presented to the hospital for heart failure. The pulse generator initially could not be interrogated. A message displayed -device is in backup-. After a device software download, normal device function resumed. Patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.